Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for routine follow up with coughing and fluid accumulation. The implantable cardioverter defibrillator exhibited loss of capture and high pacing lead impedance on the left ventricular lead. An x-ray was performed to determine if the left ventricular lead connector pin was properly connected to the device header, but the results were inconclusive. The device was reprogrammed to a different pacing vector on the left ventricular lead, and this addressed the loss of capture and high lead impedance. The patient was in stable condition following reprogramming.